Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that there was an incident with a patient while connected to the ltv 1200 ventilator. They would like to have the event trace downloaded and no other details were provided.